Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead tip was bent when the surgeon took the lead from the package. The surgeon wanted to see if the lead still has "memory", which it did so they chose not to use. The lead was replaced and the issue was resolved.